Event description:
It was reported a study control patient underwent an extrapharyngeal anterolateral procedure at levels c5-c6 <(>&<)> c6-c7. During the 84 month post-op visit, the patient reportedly "perhaps has developed some slight interval increase in suboccipital headache and axial neck pain which may be related to the previously identified pseudoarthrosis at c6-7. X-rays appear again to show non-union at c6-7 (only). There has been no migration of implants.¿

Manufacturer narrative:
(B)(4).